Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had drive/motor anomaly. Customer's blood glucose at time of incident was 210 mg/dl. The customer stated that she had no delivery alarm but piston was not moving and could not place reservoir in the pump. The customer had rewind again then tried to do displacement test but piston will not move and numbers came up on the screen. The customer tried to rewind again but no motion at all from the piston. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with the motor rewound fully inward; the insulin pump seated then alarmed no delivery with no reservoir in the reservoir compartment during the displacement test due to faulty force sensor resistor. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and a21 error test due to unexpected seating anomaly and no delivery alarm. The motor was tested outside of the device and passed. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, scratched case, scratched reservoir tube window and cracked reservoir tube lip.